Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system's tubing clamp was defective during use. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6), the patient was admitted to the hospital due to 41-week gestation and delivered. When using the closed anti-pin puncture intravenous indwelling needle product, the patient still experienced reflux after clamping, and the needle was immediately replaced and disposed without causing any injury to the patient

Manufacturer narrative:
Investigation summary; a device history review was conducted for lot number 7142462. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system's tubing clamp was defective during use. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), the patient was admitted to the hospital due to 41-week gestation and delivered. When using the closed anti-pin puncture intravenous indwelling needle product, the patient still experienced reflux after clamping, and the needle was immediately replaced and disposed without causing any injury to the patient.